Manufacturer narrative:
Detail trace analysis confirmed power error alarm 23 due to the loaded voltage display at the power graph management tool shows abnormal behavior; after disconnecting and reconnecting the internal battery connector on the printed circuit board the insulin pump was monitored and functioned properly. The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was received with normal operating currents. No unexpected low battery alarm or replace battery now alarm found in the pump history. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump was missing the display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a replace battery now alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that the alarm occurred less than 10 hours from low battery. The customer stated that the battery cap is okay. The customer stated that the battery in use is aa alkaline battery. The customer will be sent a replacement pump. The customer will return the pump for analysis.